Manufacturer narrative:
Internal file number - (B)(4). Correction: MFR site - contact name and reg# updated. Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the suture was confirmed as an anterior needle to cuff miss disengagement/ suture retrieval issue. In addition, analysis found one anterior cuff tab was detached and not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The reported failure to deploy the suture was determined to be an anterior needle to cuff disengagement due to and a full stroke of plunger withdrawal not completed such that the suture tangled and the contributed to the observed anterior needle to cuff disengagement and cuff tab damage. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that suture placement with a proglide device was attempted in a common femoral artery via 6fr sheath using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 12fr and 14fr and the evar procedure was completed. Hemostasis was achieved in using the pre-placed sutures from the two additional proglide devices. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device via a 6fr sheath, after an unspecified procedure. Reportedly, when deploying the needles, the sutures did not capture the vessel. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.